Manufacturer narrative:
H11: the device was received for evaluation. The device was tested for flow accuracy and was found to deliver with -1.4656% error, which is within accepted range. The user facility did not provide additional details regarding setup of the device or IV set. The degree of under-delivery is unknown, as an approximate amount of undelivered medication was not provided by the user facility. An IV set was not identified or returned. The device was functioning as intended. The event history log was reviewed and on the reported event date an infusion of fentanyl was running between 1.3 ml/hour and 2 ml/hour. The user programmed 9 one-minute bolus doses on the event date between 60 ml/hour and 240ml/hour. No alarms or abnormalities were noted through the history log. The history log showed that the device was in use at 1.3 ml/hour on the reported event date. Per the spectrum iq operator's manual lists the following warning on page 8-28 regarding use at low flow rates: "low flow rate accuracy/continuity: at flow rates of 1.9 ml/hour or below, flow rate accuracy is +/- 0.1 ml/hour. When higher accuracy is required, consider an alternate infusion device" and "time to upstream occlusion at lower flow rates: the time to detect an upstream occlusion may be extended at flow rates below 5ml/hour r. At 1 ml/hour, time to detect upstream occlusion may extend up to 7 hours. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The related medwatch report number (B)(4) was included in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump under infused. The patient was being transitioned to comfort measures with a fentanyl drip. Reportedly, as the patient was weaned off propofol for extubating, the nurses were giving fentanyl boluses. The pump displayed it was infusing and that the boluses were administered; however, the pump was not infusing, and the patient had not received the boluses of fentanyl. The patient was observed to be in discomfort and agitated. The pump, medication, and tubing were changed, and ¿the medication began to work again". No further information was available at the time of this report.